Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 295 mg/dl. The customer delivered a correction bolus and also took a injection of insulin via an insulin pen. During troubleshooting with tandem technical support, air bubbles were noted at the luer lock. The customer indicated that the tubing would be changed and fill tubing performed.